Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on her adc freestyle libre sensor compared to readings obtained on the built-in meter. Sensor readings of two ¿hi¿ (readings greater than 500 mg/dl) messages and 387 mg/dl compared to the built-in readings of 76 mg/dl, 63 mg/dl and 33 mg/dl. Customer self-treatment with glucagon and experienced symptoms described as ¿cold sweat, trembling hands and legs, flurry¿ and subsequently lost consciousness. A healthcare professional was called onsite and upon arrival, the customer was diagnosed with hypoglycemia and treated with glucagon. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly. Visual inspection performed on returned sensor and no signs of damage or misuse were observed. Did not observe sensor or sensor snap to be broken. A linearity test was performed and passed indicating the electronics of the puck are functioning properly. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high readings on her adc freestyle libre sensor compared to readings obtained on the built-in meter. Sensor readings of two ¿hi¿ (readings greater than 500 mg/dl) messages and 387 mg/dl compared to the built-in readings of 76 mg/dl, 63 mg/dl and 33 mg/dl. Customer self-treatment with glucagon and experienced symptoms described as ¿cold sweat, trembling hands and legs, flurry¿ and subsequently lost consciousness. A healthcare professional was called onsite and upon arrival, the customer was diagnosed with hypoglycemia and treated with glucagon. No further treatment was reported. There was no report of death or permanent injury associated with this event.